Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a manual injection to address a blood glucose (bg) level. Reportedly, the customer¿s bg did not lower prior to the pump delivering an automatic bolus as intended. Subsequently, the customer¿s bg lowered to 33mg/dl. The customer consumed carbohydrates and glucose tablets. Paramedics were called, however, no assistance was provided as customer¿s bg had increased prior to the paramedics arriving. Recommendation was made to consult with health care provider regarding diabetes management.